Event description:
Caller reported an issue where, after filling the insulin cartridge at room temperature, the insulin supply decreased unexpectedly overnight. There was no adverse impact on the customer's blood glucose level. To resolve the issue, a new cartridge was inserted, but the problem persisted, leading to the replacement of the pump. The customer was instructed to return the faulty pump within 10 days and advised on storage procedures.